Event description:
It was reported that during photo selective vaporization of the prostate, fiber tip broke at 32,918 joules and 5:01 minutes. Procedure was completed with second fiber. No information regarding patient outcome was provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a fracture at the red octagon. The glass cap distal to the red octagon was detached and not returned. The helium-neon (hene) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. Based on the observed glass cap fracture and glass cap detachment the as reported event is confirmed and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap fracture and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, and update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photo selective vaporization of the prostate, fiber tip broke at 32,918 joules and 5:01 minutes. Procedure was completed with second fiber. No information regarding patient outcome was provided.